Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the center button is not responding. Customer did not received stuck button alarm. Customer stated that all other buttons are fine and responding accept center button. Customer stated that they can access the menu screen. Customer stated that pump was not dropped or exposed to moisture. Customer was not using pump in block mode. Customer was advised to remove the battery and insert new aa battery but issue was unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with pillowing keypad overlay, missing display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Device received with intermittent button response on the select button due to corrosion on keypad traces.